Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a blood leak during collection. The following information was provided by the initial reporter: customer reports the plastic tubing breaking during blood collection and the blood leaking.

Manufacturer narrative:
D.3 common device name :blood specimen collection device; intravascular administration set d4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a blood leak during collection. The following information was provided by the initial reporter: customer reports the plastic tubing breaking during blood collection and the blood leaking.